Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore labeling/packaging review was not required. The reported event was unconfirmed, therefore DHR review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that they measured the resistance of the heating element, and it was found to be in specification. They had also replaced the mains voltage circuit card and the calibration error 91 (heater test- element 1 failure) persisted with the new circuit card. They drained some water to ensure it was not an overfill. At this point the plan was to send the device for further investigation and verified that this was a validated failure based on calibration results. Error 91 (heating test element 1 failed). As per follow up information received on 04dec2023. That was a discussed oob-failure. At this moment they could not tell how the issue would be resolved. Might be they would send them back to get new ones. If it was clear what should be exactly done and could see in the paperwork, which would be uploaded. There was no patient involvement.

Event description:
It was reported that during functional test on the new arctic sun device, it was determined that the heater was too weak. Calibration was carried out to confirm this and got error 91 (heating test element 1 failed). As per follow up information received on 04dec2023. That was a discussed oob-failure.. At this moment they can¿t tell how the issue will be resolved. Maybe they will send them back to olen to get new ones. If it¿s clear what should be exactly done, you can see in the paperwork, which will be uploaded. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.